Event description:
Clinical narrative: an 80-year-old male with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre-support clinical status consistent with scai shock stage c, was supported with an impella heart pump. During the clinical course, hematuria was noted in the foley catheter. The foley insertion was described as very traumatic with multiple insertion attempts. Central venous pressure was reported as greater than 10 mmhg, and there were no laboratory results indicative of hemolysis. Based on the available information, there is no evidence to suggest a malfunction or contribution of the impella device to the reported hematuria or the patient¿s death, which appeared consistent with the patient¿s underlying critical clinical condition and subsequent withdrawal of care. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected data. D4 serial number updated/corrected. Investigation summary: ppae (hematuria) : the cause of the injury was not determined due to insufficient clinical details.